Manufacturer narrative:
The customer returned cpu board was installed in an fi ventilator. The ventilator was started up in normal ventilation and power cycled every 30 seconds for 14 hours. No errors occurred and no failure was found.

Event description:
The customer reported error code relating to a 35v failure also resulting in a back up alarm failure code. Patient involvement is unknown.